Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
During evaluation of the device it was confirmed that batteries were completely depleted which like contributed to the reported issue. After the batteries are charged, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be exclusively determined.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.